Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in a calcified vessel. After pre-dilatation, the promus was advanced, but the stent became stuck in calcium, it was difficult to remove, but finally the entire system, guide catheter, guide wire and stent were able to be removed from the patient. During the removal, the stent dislodged from the balloon inside the guide catheter, where it was successfully recovered outside the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the stent and the entire length of the shaft. There was no contrast visible. The stent implant was returned dislodged from the sds. The first fourteen rows of proximal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There were multiple bends throughout the entire length of the hypotube. There was a kink in the hypotube 30 cm distal to the strain relief tubing. There was a kink in the inner and outer member 1 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The middle and distal outer diameter measurements met manufacturing criteria. The proximal measurements could not be taken due to the damage. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.